Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which showed a decrease in estimated flow and power consumption to below normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical staff that the patient was in the ICU on the evening of the left ventricular assist device (lvad) surgery when she suddenly became extremely short of breath, requiring immediate intubation and subsequent venoarterial extracorporeal membrane oxygenation (va ECMO) placement at approximately 11pm. The physician suspected respiratory failure with a component of right ventricular (rv) failure. The lvad reading per the perfusion team was 2700rpms throughout night with negative flow. The patient was brought back to the or the following day for transition to a competitor's right ventricular assist device (rvad). The lvad speed dropped to 2000 with flow of 0.4-1l with ECMO flows at 4-4.5l. Placement of the competitors rvad via direct cannulation was performed right atrium (ra) to pulmonary artery (pa) with oxygenator left in place. The lvad speed adjusted gradually from 2000 rpms up to 2500 with flows initially 3-4l; the rvad flows were 3-4l as well. The lvad flows dropped to 1.8-2l after chest closure. The chest was reopened with no obvious outflow graft kinking seen. Lvad flows continued to remain around 1.6-2l with no improvement in flow with increases in speed. The left ventricle (lv) appeared dilated on transesophageal echocardiogram (tee). The decision made to transition back to va ECMO, with the lvad at 2000 rpm's. The patient continued on va ECMO support with no improvement. CT scan performed on (B)(6) 2015 revealed hemorrhagic cerebral vascular accident (hcva). Support was withdrawn on (B)(6) 2015 and the patient died. No autopsy was performed. The physician believes that potentially, there was clot formation in lv around the inflow of lvad which could have contributed to decrease in lvad flows.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including thrombosis, respiratory failure, right heart failure, bleeding/stroke as outlined in the instructions for use. The instructions for use further addresses guidelines for optimal patient management. Although a definitive conclusion cannot be made, clinical factors including this patient's comorbidities may have contributed to the event. With review of the available information there is no indication of any device performance or manufacturing issues impacting the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(6) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 107 of 117 . Pump remains implanted.